Event description:
It was reported that the patient underwent a right hip revision due to a loose acetabular constrained liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign ¿ australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided. Review of the available records identified the following: at visit 1, right total hip arthroplasty exhibits loosening and pullout of cemented acetabular cup along dislocation of the femur. Risk factors for loosening include deficiency of the superior acetabular roof, acetabular cup abnormal steep lateral angle of inclination and reduced bone mineral density. Acetabular cup abnormal steep lateral inclination is risk factor for artificial hip joint dislocation. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.